Manufacturer narrative:
Product unavailable for eval.

Event description:
It was reported to target by a hospital staff member, via a medwatch form copy, that during a catheterization the tip portion of the catheter dislodged. It remained inside the pt, however, surgery was performed to remove the tip. The product was disgarded after the case and, therefore, is unavailable for return. There was no consequence to the pt after intervention. The pt's condition is good.